Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has performed several attempts to obtain the device from the customer but no response appears forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.